Manufacturer narrative:
(B)(4). This lead was reported to have experienced extension/retraction difficulty during attempted implant. This lead was ultimately successfully implanted, and remains active. The complaint device was not returned by the customer, therefore, no product analysis could be performed. Difficulty with extension or retraction is a known possible outcome for extendable-retractable leads, and may result from multiple contributing factors. Complaint investigation conclusion code is known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and undersensing due to being dislodged. The patient underwent a surgical intervention to reposition the lead, but helix extension and retraction issues were encountered. The lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.